Event description:
During a coronary stenting drug eluting treatment procedure, balloon removal difficulty occurred. The totally obstructed lesion being treated was located in the severely calcified, mildly tortuous mid right coronary artery (rca). The physician predilated tweice with a 2 .0x12mm maverick balloon at 12 atms for 15 seconds. A 2.5 x 24mm taxus express2 durg eluting stent was fully deployed at approximately 14-15 atms. The delivery balloon was completely deflated, but the physician was unable to removed it from the stent. After three to four minutes of unsuccessful maneuvers, the guide was deep seated, removing the balloon , intact, from the stent. The stent remained in position. The procedure was completed successfully. No patient complications were occurred. Patient status reported as "good/stable".

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The delivery device was disposed, and the stent remained in the patient. Therefore, no analysis could be performed. There are no similar complaints of this nature related to this batch number. The shop floor paperwork (sfp) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Te sfp review confirms that this device met material, assembly, and performance specifications.